Manufacturer narrative:
On june 30, 2020, mentor became aware that patient code "no code available" was inadvertently not added under field h6 as stated in the previous follow up 2 report. It has been added on this form this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 26, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that manufacturer report numbers 1645337-2019-22181 and 1645337-2019-24217 were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. Per information in the duplicate file, the following information has been updated on this form: - date of explantation has been updated to (B)(6) 2020 under field d7 - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned" also, per information in the duplicate file, the patient underwent bilateral replacement with the following devices on (B)(6) 2020: (left) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9433612 sn: (B)(4) and (right) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9435107 sn: (B)(4). This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the for capsular contracture baker grade for left side was iii-IV and for right side was ii. This report is for the patient¿s left-sided device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/18/2019, mentor became aware that patient suffered bilateral capsular contracture; baker grade unknown; worse in left breast. This report is for the patient¿s left-sided device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on both sides and was presented with left side capsular contracture; baker grade unknown. On (B)(6) 2019, mentor became aware that patient suffered bilateral capsular contracture; baker grade unknown; worse in left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.